Event description:
Emt arrived on scene and found a male was unconscious, unresponsive, pulseless non-breathing with pupils fixed and dilated. Lying supine on grass lawn of private residence. A witnessed arrest. Emt response time was only four minutes, pt had acrocyanosis upon arrival. Down time estimated less then five minutes prior to arrival. Emt determined pt was in full arrest, crew initiated CPR and applied the AED, AED advised pt was in a shockable rhythm and began to charge. Prior to pushing the shock button the AED machine completely shut down, emt continued CPR and squad 20 arrived with in one minute. Advised pt was in shockable rhythm, squad 20 defibrillated the pt. Shortly after arrival at the hospital, pt was pronounced.

Manufacturer narrative:
According to customer, in 2009, emt performed CPR placed AED on pt. Customer said that AED analyzed and determined to be a shockable rhythm, as unit was charging unit shut down completely. Customer applied the unit and it delivered shock. Customer does not have electrodes used and says they were not expired. The customer sent the AED in for repair and the repair department did not find any problems with the unit. According to the rescue review evaluation, the device worked as designed in this rescue. It correctly categorized the pt's rhythms. It also performed CPR session as it was configured.